Manufacturer narrative:
To ensure compliance to 21 cfr 803.50 a retrospective review of this file was conducted to determine if good faith efforts were made to obtain the required information and/or an explanation of why any required information was not provided. This file indicated attempts were made to the facility to obtain information pertaining to patient, product, and/or procedural details (e.g. Date of the event, relevant test data, relevant history, lot #, catalog #, implant and/or explanted dates, and concomitant product(s) or therapy). However, an explanation of missing information was not submitted to the FDA. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Manufacturer narrative:
The lot number ws not provided; therefore, the device history records could not be reviewed. The investigation is inconclusive, as neither the sample nor images were returned for evaluation. The definitive root cause could not be determined based upon the available information. The relationship of the device to the death is unk. It is unk if pt and/or procedural issues contributed to the reported event.

Event description:
It was reported that during post-dilatation of a prosthetic aortic valve using a balloon valvuloplasty catheter, the annulus ruptured and the pt expired. The relationship of the device to the death is unk.